Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced multiple low blood glucose levels. The customer's continuous glucose monitor read ¿low¿, however, a specific blood glucose (bg) value was not provided. The customer consumed carbohydrates to address low bgs. The cause of the reported low bg levels were due to the customer not understanding how insulin on board (iob) is calculated. Reportedly, due to the customer not understanding how iob functioned, an additional bolus was delivered causing insulin stacking. Tandem technical support educated customer on how iob is calculated. Customer continued using the pump for insulin therapy.